Manufacturer narrative:
The root cause of the failure is attributed to a misuse of the user. The durability of hydroset was expired and the label outside of the box was readable. Therefore, no corrective actions are deemed necessary at this time.

Event description:
Per customer, expired hydroset was used in a recent case and is still in patient's skull. Sales rep was not in case when procedure was done. No further information is available at this time.